Manufacturer narrative:
An investigation of the reported condition was performed. During a walkthrough in the actual line to detect potential causes, it was observed that all procedures are being followed accordingly. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed. Because no physical sample or picture received for analysis. A device history record (DHR) review could not be performed because the lot number provided by the customer is not a valid lot number. Because the sample has not been received for evaluation; conditions reported could not be confirmed. However, due to previous evaluation on samples reported with the similar condition the potential root cause that could cause this is as follows: the following most probable root causes was determined by the multifunctional molding team which includes: a walk through process was performed and it was observed that the manifold and cooling system opportunity for improvement. Formal investigation action being taken to address this issue. Brainstorm and fishbone analysis were performed. Preventive action tool was repaired: change manifold in tool (spare part manifold). Clean out probes and tips. Clean out of cooling lines. A production notification was sent to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the yankauer tip broke.